Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data, the fse cleaned the wash mechanism and replaced pump seals then calibrated and ran controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low advia chemistry 1800 ca_2, co2, glucose and creatinine results were obtained on two patients. Results were reported to the physician(s). The samples were retested on the same instrument and corrected reports were sent to the physician(s). There is no report of adverse health consequences or patient intervention due to the discordant ca_2, co2, glucose and creatinine results.